Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was repladed to address the issue. During the evaluation, black residue was observed on the blower believed to be from normal wear and tear. The blower was replaced to address the issue.